Manufacturer narrative:
(B)(4). During closing of the device a piece of the housing near to the adjusting knob broke off. The device did not staple correctly. The staple line was completely insufficient. All staples did not show the proper b form.

Event description:
It was reported that during an esophagus reconstruction procedure, there were malformed staples and incomplete staple line. No further information is available. The device was not used on the patient, it was tested outside of the patient. One device was discarded.